Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
The customer contact reported the pump did not deliver a dose when the patient pendant was pressed. The pump was returned to the biomedical engineering department with a note that stated, "patient pendant not working". No specific patient information, pump programming, or event details were provided. During testing at the user facility, the pump did not deliver a dose when the patient pendant was pressed. A new patient pendant was attached and the pump did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.